Manufacturer narrative:
Device evaluation the device was returned and evaluated by product analysis on 10-jul-2019 with the following findings: investigation revealed visible moisture under the display lens. A leak test was performed and a leak was identified at the display lens. Due to the internal moisture damage to the printed circuit board components, the pump was unresponsive and unable to be downloaded. The original complaint of a call service alarm issue was unable to be investigated due to moisture ingress. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.